Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 (06/10/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began over a week prior to contacting lfs. The reporter stated the patient obtained a blood glucose result of "280 mg/dl" with the subject meter and did not specify results obtained from the other meter, performed within 30 minutes of each other. The cca was advised the patient manages his diabetes with metformin pills. It is not known what action the patient took at the time of the alleged issue. About a week after the alleged issue begun, the reporter claimed the patient felt symptoms of dizzy, shaky and felt like he was going to pass out. The patient was taken to the emergency room (ER); however, the reporter did not specify treatment was provided. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.